Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown why the pump went empty. The pump was put in the mail yesterday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that patient was at the hospital with possible withdrawal and symptomof increased spasticity and tachycardia that was progressing. The patient also thought they heard their pump alarming so the hcp was suspecting a pump failure but did not have access to a physician programmer to confirm pump's status. The patient stated they got their pump refilled ~4 months and thought the alarm might be due to the reservoir being low. The hcp did not know if it was a one or two tone alarm. The hcp called back stating the pump reservoir was empty 2 days ago and the hcp did not feel comfortable continuing to utilize the pump so the pump was scheduled to be replaced tuesday. The drug that had been in the pump reservoir prior to it going empty was intrathecal baclofen (itb) 250ug/ml at 1.4ug/hr. The rep called in and was about to enter a case where the hcp was wanting to replace the pump because the pump went empty a "few days" ago. The rep was notified today about the case. They did not plan to revise the catheter and she was going to have the hcp consider aspirating the catheter to ensure patency during the pump replacement. No further complications were reported.

Manufacturer narrative:
The pump was interrogated upon reception, the device was programmed to deliver baclofen at 46.45mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method, result, conclusion codes no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.